Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via email on 06oct2023, device was to task management for repair and not been serviced yet. Patient involved, but no impact reported. No patient identifiers details had given. Patient switched to different device in the hospital. Per sample evaluation results on 07mar2024, it was reported that the defective touchscreen and chiller pump failed during testing. The fill tube had slow filling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via email on 06oct2023, device was to task management for repair and not been serviced yet. Patient involved, but no impact reported. No patient identifiers details had given. Patient switched to different device in the hospital.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via email on 06oct2023, device was to task management for repair and not been serviced yet. Patient involved, but no impact reported. No patient identifiers details had given. Patient switched to different device in the hospital. Per sample evaluation results on 07mar2024, it was reported that the defective touchscreen and chiller pump failed during testing. The fill tube had slow filling.